Event description:
It was reported during an in clinic follow up that the pacemaker was found to be in backup vvi for unknown reasons. The device remained implanted with no intervention reported. There were no patient consequences.